Event description:
Olympia clinical it wa reported that 6 days after a coronary artery drug eluting stenting procedure, the pt experienced a stent thrombosis (st) and required a target vessel reintervention (tvr). Lesion 1 was a 2.8mm, 100% stenosed, bifurcated, 30mm loong portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus liberte' 3.0x32mm drug eluting stent in the target lesion. Lesion 2 was a 2.2mm, 0% stenosed, 12mm long portion of the ist diagonal (1st dx). The physician treated the lesion with predilatation and successful placement of a taxus liberte' 2.5x16mm drug eluting stent in the target lesion. There were no reported complications. The pt was discharged 3 days later on plavix and aspirin. 6 days later the pt experienced a st and required a tvr. The physician performed a pci and successfully placed a taxus express2 in the 1st dx. In the opinion of the physician the relationship of the st and the tvr to the taxus stent is probable.